Event description:
The technician reported that head becomes hot and the slip clutch is sluggish. This is 1 of 1 report for #(B)(4).

Manufacturer narrative:
The part was returned and inspected. During the inspection the technician found the coupling tool side was defective. The noted observations were due to production defects. Device repaired and sent to customer on (B)(6) 2012. Placeholder.